Event description:
During the resection of the right pulmonary artery to the lower lobe of the lung, the md applied a vascular staple to the pulmonary artery. The staple line on the pulmonary artery side was in complete. The staple line on the organ side was complete.